Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Visual inspection revealed there were offset coils in the guide wire near the distal end. The guide wire also appears slightly bent which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The offset coils in the swg body were located 3 mm from the distal tip. The total length of the swg measured 4.500" which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.390 mm which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula measured 0.0170" which is within specifications of 0.0165-0.0180" per cannula graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever". During functional testing, the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained multiple offset coils towards the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.